Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The warnings in the package insert state "if there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established." The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information available potential root causes are the bad split during the initial bsso and/or insufficient immobilization of the fracture. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of five for the same event, reference 1032347-2016-00407 through 1032347-2016-00411.

Event description:
The distributor reported a revision on (B)(6) 2016 due to non-union of the right mandible. The original bsso (bilateral sagittal split osteotomy) was performed (B)(6) 2016. It was additionally reported the issues really derived from a bad split on one side for the sagittal split osteotomy. It wasn't really an issue with the fixation. The other side was fine. During the revision new hardware was implanted and to remedy the potential for relapse, the surgeon put in two 2.0mm plates along with a couple bicortical position screws to hold the osteotomy in place.